Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to hospital on (B)(6) 2017 for pain and a bulge near the driveline exit site. A driveline infection was suspected. A culture taken from the driveline exit site revealed pseudomonas, and the patient was treated with IV antibiotics. A procedure to move the driveline exit site to another part of the abdomen was performed in the operating room. The patient was discharged to a rehabilitation facility on (B)(6) 2017 and was continued on IV antibiotics. It was reported that the patient was improving. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.